Manufacturer narrative:
(B)(4). (B)(6). (B)(4).

Event description:
According to the reporter, there was a leak; therefore the device could not be ballooned.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of on device. The visual inspection of the returned product noted obturator, syringe, lock collar, insufflation bulb; trocar and dissector balloons were intact. Pmv performed functional testing; dissector balloon could not be inflated due to the hole. No other abnormalities were observed. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the reported condition may occur as a result of either an inflated or deflated balloon making contact with a sharp object during use. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.

Event description:
No patient is injured and stable currently. No medical intervention required. No surgery time extended by 30mins or more.